Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The caller indicated the customer received sensor scan of 40 mg/dl with symptom of "butterfly in the eyes" and received treatment of fruit juice and dessert cream. The customer was treated with sugar two more times and after an unspecified amount of time, a scan of 40 mg/dl was compared to built-in meter result of 358 mg/dl and customer received corrective treatment of insulin (dose/type unknown). There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.